Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial blank display. The customer¿s blood glucose level was unknown at the time of the incident. After performing troubleshooting for damage of the pump, it was reported that the screen was blank and customer unable to read the screen and back light is permanently on since a week back. There was shadows and light is permanently on and draining battery quick. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned back for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and passed the displacement accuracy test. No missing segment or partial display anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address, serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.